Event description:
Pt underwent cataract surgery for the left eye on 1/30/97. Implantation of intraocular lens was attempted by the surgeon. However, the dr stated that after lens insertion he noticed that the capsule was torn. He performed a manual anterior vitrectomy and implanted an anterior chamber lens. The surgeon felt that the capsule tear was due to lens. The surgeon also stated that the lens ejected in a controlled manner.